Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.5 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2021. Intraoperatively the lens was removed. On (B)(6) 2021 an alternate lens was implanted and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.